Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. A follow up attempt was made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment of a cto in the superficial femoral artery, the recanalization catheter and support catheter became stuck. Both devices were removed as one unit. There was no patient injury reported.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing processes and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The crosser catheter and sidekick angled taper support catheter were returned. The investigation is confirmed for retraction issues as the crosser catheter could not be removed from the sidekick angled taper support catheter. During evaluation of the returned device, it was noted that the crosser catheter had been advanced approximately 16.7cm out the sidekick angled taper support catheter. The sidekick and crosser ifus (instructions for use) both note that the crosser can only be advanced approximately 15cm from the tip of the tapered sidekick. As the catheter had been advanced past the allowable distance stated in the IFU, it is likely that the tapers of both the crosser and sidekick had aligned and locked up at the time of the event. Based on the results of the investigation, the devices locked up due to advancing the crosser too far past the ends of the sheath. (B)(4).